Event description:
Bed dropped suddenly to the lowest position while resident/pt was lowering, it causing resident/pt to c/o pain in neck area. Resident/pt sent to hosp for eval and diagnosed with a neck sprain. According to investigation, the bed collapse is related to the air mattress, the bed was pulled from svc.